Event description:
It was reported that the burr stuck with the lesion occurred. The 15 mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery with a vessel diameter of 3.0 mm. A 1.50 mm rotapro was selected for use and speed was set to 190,000 rpm. After the first ablation for 10 seconds, it was noted that the burr became stuck in the lesion. The drive shaft was severed and successfully retrieved by inserting a guide extension catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the events of stuck in lesion, device stall, and additional intervention-additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure, as the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that the burr stuck with the lesion occurred. The 15 mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery with a vessel diameter of 3.0mm. A 1.50mm rotapro was selected for use and speed was set to 190,000 rpm. After the first ablation, it was noted that the burr became stuck in the lesion. The drive shaft was severed and successfully retrieved by inserting a guide extension catheter. The procedure was completed with another of the same device. There were no patient complications.